Manufacturer narrative:
D9: is this device available for evaluation? Was corrected from yes to unknown. H3 device evaluated by mfg? Was corrected from yes to no information. H6 evaluation method code grid was corrected from testing of actual/suspected device to type of investigation not yet determined. H11 additional manufacturer narrative: was corrected. A replacement speaker was shipped to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
No diagnostic/functional testing was performed. The customer identified that the speaker was defective and the following part was shipped to the customer: 53564287821,ss cbl speaker8 ohm 36mm f0-380hz 5.8mm. The reported problem is considered confirmed. The customer has assumed responsibility for replacing the speaker.

Manufacturer narrative:
The service engineer confirmed the customer's allegation the speaker operation is not working. The speaker was replaced, and it was confirmed the device operated normally after the speaker was replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that speaker is defective, there is an "audio failed" message on the screen. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.